Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in melsungen, germany. As no sample was provided, an examination and root cause analysis was not possible. The information has been entered into our database and will be included in our trend analysis of this product line. The complaint could not be confirmed.

Manufacturer narrative:
This report has been identified as b. Braun melsungen (B)(4) internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). If the device will send in for investigation and a technical investigation report is available, a follow-up will created.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "pump changes the flow." Customer information: the pump changes the flow of the cytostatic drug. The flow was set to 3 hours and the pump delivered 15 minutes in 1 hour.